Event description:
Following the procedure, attempted deflation of the balloon was unsuccessful. The physician made a puncture through the skin with a needle to deflate the balloon. This was accomplished and the balloon removed.